Event description:
On (B)(6) 2011, pt reported the down button on the infusion device was not functioning. This was first noticed when she tried to bolus approx one month prior to the report. Down button pops up after it is pressed. She has used this infusion device for 3 years and boluses 3 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.